Manufacturer narrative:
Received mailed in package with no return address. There is no customer information on the package or within the claim form. The postage indicates that the complaint originated from (B)(6). However, there is no way to determine the customer based on the lack of information provided and no contact to request additional information.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure or loss of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Information for section a4 was not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).